Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment was aborted and completed by using another system. The philips field service engineer (fse) inspected the system onsite and identified that the system fails to execute longitudinal movements of the front stand or table and displays an error message indicating that geometry movements are not available. Upon troubleshooting, fse found that the geo io box module is not transmitting an output voltage of 230 on any of its ports and there is a problem with the amc cradle and sar2 modules. To resolve the issue, fse replaced the amc e-cat movement cradle. However, after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.